Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they have not had relief in their upper left leg when they walk since the ins was implanted. The patient met with the clinician at their office on (B)(6) 2017 where they ¿widen the band¿ but the adjustment did not last.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the patient¿s not getting relief was not determined. The hcp noted that at the last appointment the patient reported 90% relief. The patient had a scheduled follow up appointment with their neurosurgeon. Additional information received from the patient via the manufacturer¿s representative on (B)(6) 2017 reported that the patient complained of increased pain that was not being helped by the implantable neurostimulator (ins). The patient had been reprogrammed on (B)(6) 2017 and at each programming the issue appeared resolved. The manufacturer¿s representative saw the patient last week and the issue was resolved by ensuring all painful areas were covered with stimulation. At that point, the issue was resolved by improved coverage to all desired areas which was the issue stated by the patient. The patient then called 2 days ago and stated that they had full coverage of the painful areas but did not have relief. The patient stated that they felt like an increase in amplitude would help but they did not use the patient programmer to increase the amplitude. There were no environmental, external, or patient factors that could have led or contributed to the issue. No surgical interventions occurred or were planned. The issue was reported as not resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿. Relevant medical history included back surgery.

Event description:
A consumer implanted for non-malignant pain reported they met with the manufacturer¿s representative (rep) 10 days after implant for an adjustment and were getting some relief. However, on (B)(6) 2016 the consumer spoke with the rep. And told them they were getting any relief which had been like that since implant. It was noted the consumer was getting relief during the night but was having difficulty during the day so they would ¿amp to 500¿ on the upper left side because that¿s where their pain was. It was reviewed with the consumer troubleshooting could be performed including helping them change the setting, but the consumer didn¿t know what setting they wanted to change to so maybe it was best to wait for the rep. Since ¿they knew her situation.¿

Manufacturer narrative:
Additional review determined (B)(4) also applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.